Manufacturer narrative:
Concomitant product: product ID 3889-28. Lot # va0ebsh. Product type lead. (B)(4).

Event description:
It was reported that there were impedances greater than 4,000 ohms on some of the bipolar pairs and on all or some of the unipolar pairs. The reporter noted that the lead was replaced and both sensory and motor response was received. When the lead was connected to the implantable neurostimulator (ins) it was noticed that case and 1 came up as ¿???¿ and other pairs were fine. This was at the default amplitude and pulse width. The lead was wiped off and the impedances got worse. There were a couple of combinations that were greater than 4,000 ohms. The reporter re-conducted the impedance test at a higher amplitude and pulse width. All pairs with 0 were greater than 4,000 ohms and all other pairs were fine. The same occurred when the reporter maxed pulse width. Later that day it was reported that multiple bipolar pairs produced impedances greater than 4,000 ohms. After the reporter increased the default parameters, he noted the setscrew was stripped and no longer came into contact with the lead. It was decided that the lead and ins should be replaced. Five days later it was reported that the impedances resolved with a new lead and ins. It seemed to be an issue with the lead, then the ins. The new ins was programmed successfully and the patient was feeling a vaginal sensation at a low amplitude.